Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 532 (mg/dl) and large ketones. Reportedly, the customer forgot to administer a bolus after eating their dinner. Customer then administered a correction bolus and insulin injections to treat the elevated bg level. Recommendation was made to consult with health care provider to discuss diabetes management.